Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone jaw of the hemopro fell into the pt's leg. The piece could not be located endoscopically. The procedure was converted to open leg technique; however, the silicone was not found. The hospital searched the floor, drapes, and opened up the device but still could not locate the silicone. The hospital intends to return the product in question.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).